Manufacturer narrative:
Product analysis: an ht70 plus ventilator was returned to covidien/ medtronic¿s product analysis. The returned ventilator was powered on and failed the circuit check. A visual inspection was performed and found the safety valve was dislodged from the manifold of the pump/manifold assembly. An investigation was performed and the product analysis technician reported that the reported issue was verified and the root cause was isolated to a leak due to safety valve being dislodged from the manifold of the pump/manifold assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator was creating a loud noise while running ventilation. There was no patient involvement.